Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim therapy. It was reported that the patient had the device removed because it was not helping them. They did not know the date that it stopped helping, or the date it was removed.